Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel a pulsing, thumping heartbeat on their left side in their vein and that they have to take shallow breaths because it makes it difficult to take deep breaths. The patient also noted that the physician was attempting to make changes to make it less noticeable but they have not made it go away. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.